Manufacturer narrative:
The device was returned. However, an initial evaluation has not yet been conducted. Though, the investigation is underway. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus hf unit was displaying an e202 & e006 error code during procedure preparation. According to the initial reporter, this event did not result in any patient harm. There was no report of patient harm as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's complaint was confirmed. The error codes were unable to be replicated, however, the codes were listed in the error logs. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the error code e006 occurred due to an increased impedance between both electrodes. Likely causes are: 1) increased number of deposits of tissue on the electrode. 2) increased contact resistances due to incorrectly or insufficiently plugged contacts at the working element or connection cable. (Defective contacts at the working element can be present when the generator is activated and the instruments are not correctly assembled. The error message might the be displayed at a later time.) 3) increased contact resistances due to defective contacts. 4) the instrument is located in a gas bladder during activation. 5) the measuring method of the esg-400 might have an impact on the conductivity. However, a definitive root cause was unable to be determined. Based on the results of the investigation, it is likely that the error code e202 occurred due to one or more of the following: 1) the contact resistance of the neutral electrode is higher than 140 ohm / no neutral electrode is connected. 2) the neutral electrode or the cable of the electrode is defective. 3) the contact quality monitor is not correctly adjusted. However, a definitive root cause was unable to be determined. Error e202 message is triggered when the contact resistance of the split neutral electrode is too high. The event can be prevented by following the instructions for use (IFU) which state: "1) check the affixing of the neutral electrode. 2) replace the neutral electrode, if necessary. 3) check the contacts and connecting cable and replace these components, if necessary." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.